Event description:
It was reported that the device displayed an error message 242.4030 for a motor stall failure. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to electrical failure of the motor control board open circuit. A review of the device history record showed the device had a manufacture date of 21mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an error message 242.4030 for a motor stall failure. There was no patient involvement.